Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was unable to clear the alarm. The customer has manual injections available as alternate insulin therapy.